Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. Blood glucose level was 155 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged occlusion issue was verified in the pump logs; however, no failure was identified. No failure was identified for the minimum fill notification.